Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) treated an arrhythmia that began in the vt-1 zone and accelerated into the vt zone where detection enhancements, did not inhibit therapy. There were no additional adverse patient effects reported. The customer also had a concern regarding the stored episodes, specificaly the capability to view them. Boston scientific technical services (ts) confirmed that the priority of stored episodes was the issue, normal device behavior.